Event description:
The reporter stated that the device was alarming check force sensor. There was no patient injury or treatment associated with this event. Upon evaluation, it was discovered that the size potentiometer was not working correctly.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The device had many broken parts which would not allow the device to be calibrated. During the evaluation, the size potentiometer was replaced because it could not be calibrated. This is being monitored for trends.